Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 3708160 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3550-29 lot# n217695, implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that a patient experienced a change in therapeutic effect, as well as a loss of therapeutic effect. It was stated that the patient has had "great" coverage on his right side, but the change was with the left side. The patient had increased pain on the left side from his "armpit to his fingers". It was stated that the patient has not been back to the doctor's, nor has he had reprogramming. It was noted that there was no falls or trauma reported. The patient was unable to adjust stimulation because, he did not have his programmer with him. About two weeks later, it was reported that the patient was still having issues with their device or therapy, but they were working with their doctor or company representative. The patient had an appointment scheduled for (B)(6) 2013, and a surgery scheduled for (B)(6) 2013. No further information about this event was reported. If more information becomes available, a follow up report will be sent.